Event description:
Caller reported cartridge alarm 20 occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.